Manufacturer narrative:
The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to a problem isolated to pcb1. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received replace battery with low battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.